Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022., she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5085 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("misplaced essure device") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of lower abdominal pain, endometriosis, ovarian cyst, migraine, depression, anemia, anxiety, asthma, parity 2, gravida ii, endometriosis, pelvic pain female, hematuria, flank pain, ovarian cyst and abdominal pain. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: impression: 1. Left ovarian cyst measures maximum dimension of 3.67 m. No evidence of rupture. 2. Left essure device has what appears to represent entrapped fluid in the cornua with adjacent inflammation. This is a new finding and also could account for left-sided pain. [Pathology test] on (B)(6) 2022: specimens: a) - fallopian tubes, bilateral, fallopian tubes, salpingectomy b) - endometrium, endometrium, curettings final diagnosis: a. Fallopian tubes, salpingectomy: - bilateral fallopian tubes with no significant abnormality. - medical devices, see gross examination. B. Endometrium, curettings: - fragments of endometrial polyp with stromal breakdown. - no evidence of complex hyperplasia or carcinoma. Clinical information: pelvic pain gross description: fallopian tube 1 dimensions and finding: 4.4 cm in length and 0.6 cm in diameter, fallopian tube 2 dimensions and findings: 5.5 in length and 0.7 cm in diameter, mildly disrupted other findings: also received within the container are 2 coiled metallic, contraceptive devices (consistent with that of essure device). [Pregnancy test] on (B)(6) 2022: negative. [Ultrasound scan] on (B)(6) 2022: impression: 1. No evidence of torsion. 2. Left ovarian cyst maximum dimension 3.5 cm. 3. Fluid within the fundal endometrial canal. The findings on CT are more striking which show focal fluid in region of left cornua at the essure device with enhancing margins. Suggestive of inflammation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("misplaced essure device") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of left lower quadrant pain, endometriosis, ovarian cyst, migraine, depression, anemia, anxiety, asthma, parity 2, gravida ii, endometriosis, pelvic pain female, hematuria, flank pain, ovarian cyst and abdominal pain. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the event had resolved. Essure was removed on (B)(6) 2022. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: impression: 1. Left ovarian cyst measures maximum dimension of 3.67 m. No evidence of rupture. 2. Left essure device has what appears to represent entrapped fluid in the cornua with adjacent inflammation. This is a new finding and also could account for left-sided pain. [Pathology test] on (B)(6) 2022: specimens: a) - fallopian tubes, bilateral, fallopian tubes, salpingectomy b) - endometrium, endometrium, curettings final diagnosis: a. Fallopian tubes, salpingectomy: bilateral fallopian tubes with no significant abnormality. Medical devices, see gross examination. B. Endometrium, curettings: fragments of endometrial polyp with stromal breakdown. No evidence of complex hyperplasia or carcinoma. Clinical information: pelvic pain gross description: fallopian tube 1 dimensions and finding: 4.4 cm in length and 0.6 cm in diameter, fallopian tube 2 dimensions and findings: 5.5 in length and 0.7 cm in diameter, , mildly disrupted other findings: also received within the container are 2 coiled metallic, contraceptive devices (consistent with that of essure device). [Pregnancy test] on (B)(6) 2022: negative [ultrasound scan] on (B)(6) 2022: impression: 1. No evidence of torsion. 2. Left ovarian cyst maximum dimension 3.5 cm. 3. Fluid within the fundal endometrial canal. The findings on CT are more striking which show focal fluid in region of left cornua at the essure device with enhancing margins. Suggestive of inflammation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event device dislocation. Surgical pathology report updated. Medical history & lab data, reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.